Event description:
During a vaginal delivery, a vacuum assisted device was used. During use the device broke apart in the dr's hand. The infant, after returning with another unit, was delivered in distress and resuscitation was performed.